Manufacturer narrative:
Refer to the medwatch with (B)(6) for the results obtained on e module analyzer serial number (B)(4). Refer to the medwatch with (B)(6) for the results obtained on e module analyzer serial number (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample from an aliquot tube initially resulted as 10000 miu/ml accompanied by a data flag on e module analyzer serial number (B)(4) which was automatically repeated on e module analyzer serial number (B)(4) at a 1:100 dilution and resulted as 10.00 miu/ml accompanied by a data flag. The customer repeated the aliquot tube sample on e module analyzer serial number (B)(4) and it resulted as 10000 miu/ml accompanied by a data flag which was automatically repeated on the same analyzer (serial number (B)(4)) at a 1:100 dilution, resulting as 10.00 miu/ml accompanied by a data flag. The customer then decided to pull the primary tube of the same sample and repeated this on e module serial number (B)(4), resulting as 10000 accompanied by a data flag which was automatically repeated on the same analyzer (serial number (B)(4)) at a 1:100 dilution, resulting as 104115 miu/ml accompanied by a data flag. The aliquot tube was repeated again on analyzer serial number (B)(4) and it resulted as 10000 miu/ml accompanied by a data flag which was automatically repeated on the same analyzer (serial number (B)(4)), resulting as 76485 miu/ml accompanied by a data flag. The customer believed both the 104115 miu/ml and 76485 miu/ml values to be correct. The 76485 miu/ml value was the only value reported outside of the laboratory. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16494803 with an expiration date of 01/31/2013. The field service representative could not determine a cause for the event. He checked all sample, reagent, and sipper alignments. He checked dispense and prime and ran cell checks. The customer ran calibration and quality control; all were within range. The customer also ran the sample in question from the master and pour off. All results repeated at greater than 10000 from both tubes. The field application specialist also could not determine a cause for the event.

Manufacturer narrative:
A specific root cause could not be determined. There is no evidence of a reagent issue or an instrument issue. Inappropriate pre-analytical handling of the sample is the most possible cause. The erroneous result caused no adverse event.